Event description:
Affinity 70g ultrasound machine by philips. The company claims to have FDA approved edv values for doppler and FDA approval for shear wave liver elastography. However, the edv values and liver elastography values show as 00.00 on this specific model. FDA needs to look into this software approval, as one single zero value leads to completely wrong diagnosis. I have been using this model for 10 months now and the problems are persistent. When the machine was sold to me, I was shown the FDA approval for doppler and elastography.